Event description:
Customer reported the spectrum monitor intermittently shuts down, which may have affected primary monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and could not duplicate the intermittent shut down symptom. Unit was tested to factory's specs and verified proper operation.